Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Healthcare professional later reported breast pain and left side rupture discovered by mammogram and confirmed by MRI. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed, broken assessed as unidentified (tear) opening. Shell thickness was within specification). ¿ anxiety-product/procedure : unable to observe since it is a medical event and is not related to the device. No additional observations. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Patient reported left side rupture. Healthcare professional later reported breast pain and left side rupture discovered by mammogram and confirmed by MRI. The device has been explanted.

Event description:
The device has been explanted.